Event description:
It was reported patient experienced ineffective therapy despite being reprogrammed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.